Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected pump error 63 or 43 alarm noted during testing. However, pump error 63 alarm was confirmed in the pump history due to broken trace on keypad assembly. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected failed battery test alarm noted during testing or in the pump trace download. The device was received with scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alerted insert battery. The customer changed the battery but are still getting the same message. Caller stated that the insulin pump alarmed pump failure, and when they cleared the alarm the insulin pump restarted and alerted insert battery. The customer¿s blood glucose was 414 mg/dl at the time of the incident, which was treated with the insulin pump. The insulin pump did not alarm replace battery now. The customer states the battery has not been used before in the insulin pump or another device. The customer stated that they have had issues with the battery cap, which they have already reported. Caller stated that when they place the battery in the insulin pump, it will sometimes show that they have not put a battery in the device. Troubleshooting was performed and the customer stated that they inserted a new battery and the insulin pump did turn back on. Assistance was provided to complete the priming process. The alarm history was checked and found that there were several alarms - pump error 35, 37, 38, 39, 41, 42, 43, 79, 80, 82, and 130. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.